Event description:
The device was found in the repair bin at the user facility with a note stating that it was overheating. There were no known consequences related to this event.

Manufacturer narrative:
The event for heat was duplicated through functional evaluation by the repair technician. Disassembly and visual inspection by the repair technician noted the cable was kinked/damaged. This may cause the event.

Event description:
The device was found in the repair bin at the user facility with a note stating that it was overheating. There were no known consequences related to this event.